Event description:
The hill-rom field technician reported that the head section release to place the bed into the CPR position did not operate. He replaced the CPR release spring and associated hardware to repair the bed. There were no reported adverse events associated with this bed malfunction.